Event description:
Patient spontaneously reports pump sn (B)(4) beeps during system check. Patient switched to backup pump. Replacement pump sent via courier. No other information available. Did the reported fault occur while in use with the patient? Yes. Did the product cause or contribute to patient clinical injury? No. If yes was any medical intervention provided? Is the actual device available for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.